Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 30 mmol/l and other blood glucose level was 28.7 mmol/l. Customer reported that they feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with pen. Customer reported that they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to test the insulin pump. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The device will not be returned for analysis.